Event description:
The customer reported having high blood glucose, nausea, and vomiting. The customer stated that the reservoir and the infusion set were changed. The customer also stated that her blood glucose continued to be high, and he was hospitalized for diabetes ketoacidosis. The blood glucose reading was 540mg/dl. The customer stated that the doctor at the hospital did some checking of the device and feels that the insulin pump was not delivering insulin. Troubleshooting was performed. Ran a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.